Manufacturer narrative:
This reportable event was identified during a review of complaints received between october 2017 and december 2019. Although the complaint states that no sharp objects were introduced around the bag, the returned product showed evidence of puncture, with clean (not frayed) edges. No other root cause could be determined by examining the product or production records.

Event description:
When removing, the specimen retrieval bag broke during lap chole surgery. The bag did not come into contact with any other devices or sharp objects.